Manufacturer narrative:
The product was not returned for analysis. Per the information provided a handpiece was used with the complaint cartridge yet, the indicated handpiece will not physically accommodate the cartridge. This may have been reported in error. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The root cause may be related to a failure to follow the dfu. Due to differing material properties, the use of an non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Product was discarded at facility. Product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. (B)(4).

Event description:
A certified ophthalmic assistant reported that during an intraocular lens (iol) implant procedure, the iol became stuck in the cartridge. There was patient contact, but no harm. The procedure was completed with other products.